Event description:
The customer reported that the systems' joystick would not function properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the joystick and the connector. The system was tested and found to be working as intended and put back in service.